Manufacturer narrative:
The investigation into the reported ventricle perforation has been completed. The impella 5.5 was placed but it needed to be torqued to obtain correct orientation, however it was unsuccessful. A decision was made to remove the impella and place iabp. At the time of replacement, it was discovered that the lv perforated. The physician was aware of the patients small ventricle and understood the risks of the 5.5 placement, and does not blame the impella for the lv perforation. The root cause of the ventricle perforation was a use issue of trying to reposition the 5.5 in the patients small left ventricle. The failure mode will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. Furthermore, dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.

Event description:
The user facility reported a 69-year-old female was implanted impella 5.5 was placed for mechanical circulatory support. The impella needed to be torqued to obtain correct orientation. Multiple unsuccessful attempts were made. After further discussion, decision made to removed the impella and place iabp. At this time, it was discovered that the left ventricle (lv) perforated.